Event description:
Complaint received reporting component/plus protrusion with use of a1001 6" smallbore nanoclave t connector ext sets. It was reported that there have been intermittent occurrences where the connectors silicone "pops out". Typically the sets were in use approx. 2 hours infusing tpn/lipid based solutions. The device sets were removed and replaced. There were no reported patient injuries/adverse outcomes. Device return: two (2) used sets were returned to the manufacturer. Although requested, the involved mating and access devices were not returned for analysis. Visual inspection of the "as-received" a1001 sets recorded the nanoclave t connectors silicone plug was damaged/protruding. The reported issue was visually confirmed. A review of the manufacturer lot build database for the reported lot# 2959889 (mfg. 11/2014) showed (B)(4) units were manufactured, tested, inspected and released. There were no exception documents generated during the lot build.

Manufacturer narrative:
Engineering evaluations: although not always repeatable previous engineering analysis of silicone plus protrusions have been replicated under certain usage conditions where the nanoclave connector is exposed to high back pressures. High pressures can be generated with small syringes (10cc and smaller). When high pressures are generated with infusion or flushing through small syringes it is important to isolate adjacent lines by activating the slide clamps on those lines. Investigations have also identified nanoclave component damages can occur if the connector is accessed/mated with an incompatible mating device. As stated on the directions for use (dfu) the connector should only be accessed with an iso compliant male luer with an inside diameter between 0.062" and 0.110". Findings: based on the engineering evaluation of the "as-received" a1001 device sets nanclave tconnector the reported product/component issue was verified. Although the exact causes of the component anomaly are unknown, the most likely cause of this issue was due to usage conditions where set-ups/infusions occurred with very high back pressure within the fluid circuit.